Event description:
It was reported that this electrode exhibited low amplitude morphology measurements. Sporadic oversensing of noise was also observed. At follow-up, noise was able to be reproduced by manipulating the pocket. X-rays were performed but not of a quality to properly image the system at the time. No out of range measurements were noted. A potential fracture of the electrode was suspected. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.